Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was displaying an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (displays an error code when charging a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and current controlling transistor q1 on the charger bedside board was thermally damaged. The cause for the failure was isolated to damaged battery board and thermally damaged transistor. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged transistor was unable to be positively identified. No adverse event resulted form the defective battery charger/modem.